Event description:
The customer reported imprecise alinity I free t4 and provided the following falsely elevated results: initial result was 25 and repeat result was 16, initial result was 22 and repeat result was 14, initial result was 21 and repeat result was 17, initial result was 30 and repeat result was 16, initial result was 28 and repeat result was 17, initial result was 21 and repeat result was 14. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68382ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 07p70, however, an increase in complaint activity for lot 68382ud00 was not identified. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68382ud00 was identified.

Event description:
The customer reported imprecise alinity I free t4 and provided the following falsely elevated results: initial result was 25 and repeat result was 16; initial result was 22 and repeat result was 14; initial result was 21 and repeat result was 17; initial result was 30 and repeat result was 16; initial result was 28 and repeat result was 17; initial result was 21 and repeat result was 14. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.